Event description:
Asr revision to take place on (B)(6) 2014 asr resurfacing system - left reason(s) for revision: unknown (B)(6) update received (B)(6) 2014. Additional surgeon and two hospitals added. Status changed to "legal" kid number added. Revision date amended in line with (B)(6)date***incorrect see below confirmation received from surgeon's secretary on (B)(4) 2014. Correct revision date is in line with (B)(6), not (B)(6). Revision date amended. Querying correct revision date. Date amended in line with (B)(6) until then as (B)(6) is more likely to be correct. - surgeon has since confirmed that the (B)(6) revision date is correct. (B)(4) 2014 - additional confirmation of revision date by the file handler. Attachment added **update** (B)(4) 2014 - attached scf and revision claimsuite. Added (B)(4) reference number, pain as a reason for revision and added expiry dates for all products. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.